Event description:
Apt reported blood glucose results of "300 mg/dl, 150 mg/dl, and 152 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution are being replaced.